Event description:
It was reported that the user experienced fluctuating glucose levels while using the ilet, including multiple hyperglycemic episodes and self-administered rapid-acting insulin without disconnecting, continued use of long-acting insulin per prescriber, missed meal announcements, and frequent full cartridge changes despite low daily insulin use, with no alarms reported. Symptoms included hyperglycemia up to 300 mg/dl and hypoglycemia down to 50 mg/dl, without loss of consciousness or diabetic ketoacidosis. Outcomes included ongoing impact to glucose control without hospitalization or medical intervention. Investigation included customer interviews, review of available glucose data, and troubleshooting and education on meal announcements, use of rapid-acting insulin off-pump, cartridge management, and device syncing. Investigation of this case revealed no device alarms or confirmed device malfunction, and factors such as missed meal announcements, concurrent long-acting insulin, and off-pump correction dosing were identified as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.